Event description:
Approximately 2 1/2 months ago, patient underwent an orif for a proximal humerus fracture and had a plate and ten (10) screws implanted. Post-op, patient began to experience pain and x-rays on an unknown date revealed that the plate was broken. On (B)(6), 2011, patient underwent revision surgery during which all hardware was removed. Surgeon did not revise to any new hardware. All explanted hardware has been discarded by the hospital.

Manufacturer narrative:
Implanted approximately 2 1/2 months ago. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.